Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that they were getting low flow on arctic sun device. Nurse supervisor gave phone to the patient's nurse. Flow rate was 0.8lpm, inlet pressure was -7.2psi. Circulation pump command was 26 percent. Mis asked nurse to disconnect and reconnect pads using proper technique. Nurse denied any kinks or twists in the tubing. Flow rate was 1.2lpm, inlet pressure was -6.9psi. Nurse stated it did not appear that water was flowing through one of the pad connectors. Mis asked nurse to disconnect pad. Nurse unable to tell which pad disconnected. Flow rate was 1.1lpm, -7.1psi. Reconnected pad. Flow was 1.4lpm. Mis asked nurse to disconnect a different pad. Flow rate was 1.1lpm. When pad was reconnected flow returned to 1.4lpm. Nurse could not disconnect any other pads because nurse has to hold the phone and the other nurse went to check on another patient. Target was 36c. Patient temperature was 36.1c. Flow rate was 1.4lpm. Mis suggested continuing therapy as was for now as the patient was at target. Mis advised nurse could disconnect and reconnect the other two pads to see if the flow rate improves when one of the pads was removed. Mis called back two hours later. Nurse was not in the room currently. Nurse stated the patient was maintaining target. Nurse did not know the flow rate, but they have not received additional alerts since last spoke. Rewarm was scheduled to being at 1900.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The reported event is addressed on step/item #24 in page 11. The failure mode for this failure is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". A potential root cause for this failure is "belt temperatures too low after nip roller and heated section." Per the fmea, this failure falls in low risk region. Current controls in place to mitigate this failure include: su-1090; manufacturing procedure/inspection; drawing; leak test tm7600514 (100%); visual aid vs6003o, vs6043o and vs6033o. Flow rate test tm7600515. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were getting low flow on arctic sun device. Nurse supervisor gave phone to the patient's nurse. Flow rate was 0.8lpm, inlet pressure was -7.2psi. Circulation pump command was 26 percent. Mis asked nurse to disconnect and reconnect pads using proper technique. Nurse denied any kinks or twists in the tubing. Flow rate was 1.2lpm, inlet pressure was -6.9psi. Nurse stated it did not appear that water was flowing through one of the pad connectors. Mis asked nurse to disconnect pad. Nurse unable to tell which pad disconnected. Flow rate was 1.1lpm, -7.1psi. Reconnected pad. Flow was 1.4lpm. Mis asked nurse to disconnect a different pad. Flow rate was 1.1lpm. When pad was reconnected flow returned to 1.4lpm. Nurse could not disconnect any other pads because nurse has to hold the phone and the other nurse went to check on another patient. Target was 36c. Patient temperature was 36.1c. Flow rate was 1.4lpm. Mis suggested continuing therapy as was for now as the patient was at target. Mis advised nurse could disconnect and reconnect the other two pads to see if the flow rate improves when one of the pads was removed. Mis called back two hours later. Nurse was not in the room currently. Nurse stated the patient was maintaining target. Nurse did not know the flow rate, but they have not received additional alerts since last spoke. Rewarm was scheduled to being at 1900.